Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse at an MRI center regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) had been defective since her last unrelated back surgery, they couldn¿t communicate with the system, and the patient stated that they were unable to charge their ins. The surgery was done months prior to the report and the patient told the nurse that they didn¿t know how to use the controller. The patient charged the controller, but it would not find the ins, the no device found message appeared. The patient was then directed on how to charge the ins so they could put the ins into MRI mode. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.